Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: b5, d9, h3, and h6. The device was returned to olympus for inspection, and the customer's complaint of alarm sound, front panel turned off and there was no output was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus presumes that due to failure of the circuit board the hydraulic line pressure sensor the front panel got turned off and the alarm sounded. Also due to failure of the first pressure reducer, air feeding cannot be controlled adequately. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was a cholecystectomy. The surgery was prolonged by ten (10) minutes. There was no information on the type of anesthesia that the patient receive. The procedure was completed with a substitute. The patient did not experience any complications from the incident. No injury or health damage caused to the patient.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insufflation unit alarm sound was generated and the front panel turned off and there was no output. The issue occurred during an unspecified procedure. There was no report of major delay. There were no reports of patient harm.